Event description:
It was reported the patient¿s implantable neurostimulator (ins) was explanted due to premature battery depletion and it was replaced. It was stated the patient was alive with no injury at the time of report and there were no symptoms or complications associated with the event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Final device analysis of the implantable neurostimulator (ins) revealed the following: the ins was received with no telemetry and no output. Destructive analysis of the ins showed that there were no visual or electrical anomalies with the hybrid circuit. The ins battery was found to be depleted. Destructive analysis of the battery did not reveal an internal anomaly that would have caused premature depletion. There was insufficient parameter information to perform an accurate longevity estimate. Based on the analysis of the ins, it appears this device reached a normal end-of-life condition.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.